Event description:
It was reported that the patient periodically felt a "thump" "inside there" by the pacemaker. It was also reported that about a month prior, the physician made adjustments to the pacemaker due to the patient feeling tired. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).